Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 84-year-old male patient was attempting to be implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was unable to advance due to patient¿s vascular anatomy and high calcification within the patient's limbs. Therefore, the impella cp implant was aborted. There was no patient harm reported.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. The root cause of the delivery issue was determined to be patient condition as the patient had highly calcified vasculature preventing the pump delivery. The root cause of the introducer damage-mechanical was determined to be patient condition as the patient had highly calcified vasculature. This report is being filed as part of a retrospective review of historical records.